Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil wasn't placed right and is now floating somewhere') in a female patient who had essure inserted. Other product or product use issues identified: device deployment issue "right coil wasn't placed right". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device deployment issue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil wasn't placed right and is now floating somewhere/protruding springs into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right coil wasn't placed right" and device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("pain with intimacy"), abdominal pain ("abdominal pain"), rash ("rash"), memory impairment ("forgetfulness"), migraine ("migraine"), fatigue ("tiredness"), hypoaesthesia ("left leg numbness"), cyst ("cyst") and abortion spontaneous ("miscarriage"), was found to have weight increased ("weight gain") and hormone level abnormal ("hormone issues") and was found to have a pregnancy with contraceptive device ("pregnacies"). At the time of the report, the device dislocation, weight increased, alopecia, dyspareunia, hormone level abnormal, abdominal pain, rash, memory impairment, migraine, fatigue, hypoaesthesia, cyst, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, cyst, device dislocation, dyspareunia, fatigue, hormone level abnormal, hypoaesthesia, memory impairment, migraine, pregnancy with contraceptive device, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, device deployment issue, weight increased, alopecia, dyspareunia, hormone level abnormal, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, rash, memory impairment, fatigue, hypoasthesia, cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event ¿right coil wasn't placed right and is now floating somewhere/protruding springs into uterus" was recoded to "device dislocation" and was kept as serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil wasn't placed right and is now floating somewhere/protruding springs into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "right coil wasn't placed right" and device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("pain with intimacy"), abdominal pain ("abdominal pain"), rash ("rash"), memory impairment ("forgetfulness"), migraine ("migraine"), fatigue ("tiredness"), hypoaesthesia ("left leg numbness"), cyst ("cyst"), abortion spontaneous ("miscarriage") and blepharospasm ("eyelid twitching"), was found to have weight increased ("weight gain") and hormone level abnormal ("hormone issues") and was found to have a pregnancy with contraceptive device ("pregnancies"). At the time of the report, the device dislocation, weight increased, alopecia, dyspareunia, hormone level abnormal, abdominal pain, rash, memory impairment, migraine, fatigue, hypoaesthesia, cyst, pregnancy with contraceptive device, abortion spontaneous and blepharospasm outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, blepharospasm, cyst, device dislocation, dyspareunia, fatigue, hormone level abnormal, hypoaesthesia, memory impairment, migraine, pregnancy with contraceptive device, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, device deployment issue, weight increased, alopecia, dyspareunia, hormone level abnormal, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, rash, memory impairment, fatigue, hypoasthesia, cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event ¿right coil wasn't placed right and is now floating somewhere/protruding springs into uterus¿ was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil wasn't placed right and is now floating somewhere') in a female patient who had essure inserted. Other product or product use issues identified: device deployment issue "right coil wasn't placed right". In (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device deployment issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil wasn't placed right and is now floating somewhere/protruding springs into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right coil wasn't placed right" and device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("pain with intimacy"), abdominal pain ("abdominal pain"), rash ("rash"), memory impairment ("forgetfulness"), migraine ("migraine"), fatigue ("tiredness"), hypoaesthesia ("left leg numbness"), cyst ("cyst") and abortion spontaneous ("miscarriage"), was found to have weight increased ("weight gain") and hormone level abnormal ("hormone issues") and was found to have a pregnancy with contraceptive device ("pregnacies"). At the time of the report, the device dislocation, weight increased, alopecia, dyspareunia, hormone level abnormal, abdominal pain, rash, memory impairment, migraine, fatigue, hypoaesthesia, cyst, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, cyst, device dislocation, dyspareunia, fatigue, hormone level abnormal, hypoaesthesia, memory impairment, migraine, pregnancy with contraceptive device, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, device deployment issue, weight increased, alopecia, dyspareunia, hormone level abnormal, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, rash, memory impairment, fatigue, hypoasthesia, cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event ¿right coil wasn't placed right and is now floating somewhere/protruding springs into uterus" was recoded to "device dislocation" and was kept as serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.